Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the implantable cardioverter defibrillator (ICD) was being replaced due to recommended replacement time (rrt) voltage, the right atrial (ra) lead exhibited intermittent capture and sensing and was dislodged. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.